Manufacturer narrative:
Investigation summary: video and photo received for investigation. Through visual inspection, liquid is being expelled from the hub, the needle hub appears damaged; therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Physical sample is required to analyze and determine a root cause. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle precisionglide 24x3/4in hub had a hole/crack/was damaged. The following information was provided by the initial reporter translated from portuguese to english: on june 7, 2024, we received our patient to receive the 15-valent penumococcal vaccine, vaxneuvance, from the laboratory, with lot yoo3271. At the time of application, the vaccine ran down the patient's leg, losing all the contents of the vaccine. After the application, I tested the needle with the bd brand, size o.s5x2omm, manufactured 10/2022 and valid for 09/2027, lot 2272915, and found that it had a hole in the barrel. Additional information provided: how many units are available for collection? Only one unit is available for collection. Is the sample contaminated, if so, the substance? The sample was used on the patient with the vaxneuvance vaccine, it is no longer sterile. Were you able to complete the procedure using a different needle? It was not possible to complete the vaccination. Was there any harm to the patient/caregiver? (Detail). There was damage to both parties, the vaccine ran down the patient's leg and so, according to the epidemiological surveillance manual for adverse events following vaccination, the dose will need to be repeated. Please confirm the date of event occurred. A second copy of the invoice will be sent to you by the store where we bought the prob.